Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was in a clear ziplock bag. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped. Bends were noted to the iabc central lumen at approximately 41.3cm, 53.2cm, and 65.4cm from the iabc distal tip. The central lumen was consistent with a flattened appearance at the location of the bends. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 41.5cm, 53.2cm, and 65.2cm from the iabc distal tip, which are the lo-cations of previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 19.2cm and 33.8cm from the iabc luer, which are the locations of previously noted bends. The guidewire was able to advance through the central lumen using forceps. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab tight over guidewire is confirmed. The returned intra-aortic balloon catheter (iabc) was found with bends to the central lumen and were consistent with a flattened appearance. Resistance was noted upon loading a guidewire into the iabc central lumen. No other damage was noted to the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the bent/flattened central lumen. The root cause of the complaint is undetermined; a potential probable root cause is customer handling. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that "after the normal puncture is completed, open the balloon bag, vacuum, and remove the catheter straight. During implantation, the guide wire cannot pass through the central cavity, and even if repeated, it cannot pass through. The problem is solved by replacing the catheter". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It is reported that "after the normal puncture is completed, open the balloon bag, vacuum, and remove the catheter straight. During implantation, the guide wire cannot pass through the central cavity, and even if repeated, it cannot pass through. The problem is solved by replacing the catheter". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Event description:
It is reported that "after the normal puncture is completed, open the balloon bag, vacuum, and remove the catheter straight. During implantation, the guide wire cannot pass through the central cavity, and even if repeated, it cannot pass through. The problem is solved by replacing the catheter". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# updated to (B)(4). Other remarks: n/a. Corrected data: n/a.